Event description:
Upon separation of the distal femur, the surgeon noticed some black substance on the male & female taper. She also noted that the junction between the segment and the stem had no gap. Also, the junction between the condylar end & segment had no gap.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.